Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to moisture damage on the keypad traces. They were unable to perform the displacement test due to the keypad anomaly. The pump was missing the end cap sticker. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's mother stated that the pump alarmed button error and they were unable to clear it. The alarm occurred right after the pump was exposed to moisture. The customer was running and the pump may have been exposed to sweat. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.